Event description:
The MFR received information alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of estimate.